Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). It was reported that high pacing threshold was observed on the left ventricular (lv) lead which caused the device to deplete faster than expected. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); this cardiac resynchronization therapy defibrillator (crt-d) will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.